Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to trigger and the customer developed symptoms of sweating and feeling ill. An ambulance was called and a capillary result of "1.7 [mmol/l] or 0.9 [mmol/l]" was obtained. The customer treated with glucose-water, and additionally treated with soda and foods by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to trigger and the customer developed symptoms of sweating and feeling ill. An ambulance was called and a capillary result of "1.7 [mmol/l] or 0.9 [mmol/l]" was obtained. The customer treated with glucose-water, and additionally treated with soda and foods by relative. There was no report of death or permanent injury associated with this event.